Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from the a patient, via a manufacturer representative (rep), receiving morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported the patient was scheduled for surgery, but because of illness, was not able to go and the pump ran dry in the meantime. The issue was resolved at the time of this report. It was noted that surgical intervention did not occur, nor was planned. The patient's status was alive - no injury. The event date was (B)(6) 2019. Additional information was received from the manufacturing representative (rep). The rep reported the scheduled surgery was for a pump replacement due to normal eri (elective replacement indicator).